Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI number and lot number. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp screw was loose. Issue resolved with part replacement. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: lot number, unique device identification (UDI) and manufacture date provided. The spine clamp was returned to the manufacturer for analysis. Analysis found that the clamp face has been bent slightly to the side but the clamp was functional and the loosening could not be replicated.